Manufacturer narrative:
The reported events were dislodgement and failure to capture. A complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Correction: d10- medical product ¿quartet¿ with therapy date of (B)(6) 2026, should have been left blank.

Event description:
It was reported that during post-surgical follow-up on (B)(6) 2026, the patient's right ventricular (rv) lead had failure to capture which was confirmed with a chest x-ray that showed the lead had dislodged. The lead was explanted and replaced successfully. The patient was stable.